Event description:
Electrode was placed and was not working properly. A new electrode was given to the sterile field for use.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.